Manufacturer narrative:
The overall condition of the unit indicated that misuse or mishandling was the most likely cause of the reported pad dislodgement.

Event description:
Distal pad detached from scalpel during procedure-prep. Device was not used in procedure.